Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the trip wire was not secured.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy the returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that there were two bands attached in the ligator head, and some of them were moved from their position and overlapped. The suture was in good condition and contained the seven knots. The device was observed under magnification, and the ligator head teeth were bent/damaged. Additionally, the handle had marks of trip wire, indicating that it was secured. Also, the suture hole was in good condition. Per media analysis, the provided photo showed the handle and the suture thread without any identified visual problem. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. This suggests that the device could not deploy. These conditions could have been generated due to the manipulation of the device or technique used during handling and this may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the trip wire was not secured.